Manufacturer narrative:
(B)(4). A review of the device history records for the subject lot did not identify any nonconformance to specification. Operating surgeon stated the reported event was not due to a failure of the subject bone void filler graft.

Event description:
It was reported that during an l2-l3 lumbar interbody fusion, the physician placed the bone void filler graft anteriorly into the disc space, then placed an interbody peek cage behind the bone graft. It was reported that "the physician was satisfied with the cage placement and left the room so his colleagues could proceed with pedicle screw placement. The pedicle screws were placed and the patient was closed. Upon waking up in the recovery room, the patient had very little movement in her legs and was taken back to the operating room for an exploration of the fusion." Upon exploration, the bone graft had reportedly "ejected posteriorly into the canal" and the mesh bag, in which the graft material was contained, had torn. The bone graft was explanted. The physician reportedly stated that the placement of the peek cage may have torn the mesh bag and caused the bone graft to shift its position, and he did not feel this was a failure of the bone graft. The patient's progress is being evaluated.